Manufacturer narrative:
Recall classification/z # assignment is pending. AED assessment related to report is pending.

Event description:
Customer reported device displays symptoms associate with philips field correction (B) (4) (product assessment pending). (B) (4).